Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8590-1, lot# n569861, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included intractable spasticity. The patient experienced pump would breakdown. On (B)(6) 2015 the pump was surgically moved from the right abdomen to the left abdomen due to the wound breakdown. The issue was resolved. Patient outcome at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.